Event description:
Three attempts were made to defibrillate this pt without success. The pads were removed and paddles used with success. Of note: the battery pack on defibrillator builds up tarnish. This was noticed by facility biomed technicians & shared with zoll approx six mos ago. Biomed also shared a concern regarding the clamp that holds the units together being loose. Zoll has provided a loaner and is repairing this machine at no charge to facility.